Event description:
It was reported that, "stem was removed due to loosening. Then liner was removed to replace with new liner. No complications."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.